Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a return of symptoms over the last "about 4 days" and when asked about falls or trauma the patient reported that they fell backwards 2 sundays prior to the call. During the call the patient programmer (pp) was used to check the implant and stimulation was confirmed to be turned on and the patient was set to 1.4 on program 3 and even though stimulation was increased to 1.5 the patient reported not feeling stimulation. The patient described the symptom return as leaking everywhere and confirmed that the return was gradual in nature. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.